Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio isolated the cause of the reported loss of power to a damaged external usb data cable. The damaged cable, when connected to the device, caused the device to lose power. Proper device operation was observed through functional and performance testing once the cable was removed from the device. The device was returned to the customer for use.

Event description:
The customer reported that their device lost power on several occasions. There was no report of any patient use associated with the reported issue.